Manufacturer narrative:
Unit received motor error alarms and motor position encoder error alarms confirmed in history file due to motor encoder signal out of phase. Unable to perform basic occlusion, occlusion, prime/delivery, excessive no delivery and displacement test due to motor error alarms. Cracked on reservoir tube lip, missing end cap sticker and scratched on display window noted (B)(4). Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer was unable to see if insulin pump received a motor position encoder error alarm. Customer's blood glucose was 255 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was unable to complete rewind process. Customer was advised that insulin pump would need to be replaced.